Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient reported her ins has been dead/not working for probably 1.5 years. She has been suffering with it because she had a heart surgery and had to wait to be able to have a replacement surgery. The patient is scheduled for replacement surgery on monday. No further complications were reported. No additional patient symptoms were reported.